Event description:
It was initially reported that the physician was receiving sql errors on his handheld. A hard reset was performed but the issue still existed. The handheld and flashcard have been returned to the MFR for eval. Product analysis is planned but has not been completed.